Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported the laser was failing and the probe had a connector issue before a vitrectomy procedure. There was no patient involvement.

Manufacturer narrative:
The system was examined and the reported event was replicated. The male and female pneumatic connectors were replaced to address the probe connector issue. However the ¿laser failing¿ issue was not replicated. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on may 23, 2011. Based on qa assessment, the product met specifications at the time of release. The reported ¿broken connector¿ issue was confirmed. However, how or when the component became nonconforming cannot be determined conclusively. An internal investigation was opened to address the issue. The laser was found to meet specifications. Therefore, the root cause of the reported event of ¿failing laser¿ cannot be determined conclusively. (B)(4).